Event description:
Treatment of an aneurysm. During the pipeline deployment, it was reported that 30-40% of the distal segment of the pipeline did not form a cigar shape. The pipeline would not open properly despite multiple manipulations and was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).